Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight were not provided. The product details were not provided. Therefore, no information was captured for the model #, lot # and expiration date, and the device manufacture date could not be determined.

Event description:
The customer from (B)(6) reported that she obtained a difference of 1 mmol/l to 2 mmol/l between the blood glucose readings received on the contour next meter and a non-ascensia meter. No specific readings were provided. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.